Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms were confirmed via the submitted log file. The submitted log file contained approximately one day of data ((B)(6)2020 -(B)(6)2020 per timestamp). Throughout the log file there were several low power advisories and power cable disconnected alarms associated with the white power cable. The alarms activated when the controller was connected to the power module and did not activated when the controller was connected to battery power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The 14v patient cable was not returned for analysis. Additional provided information indicated that the following the exchange of the cable a bent pin was noted at the connector of the cable that connects to the power module; no photo was provided of the damage. This reported damage to the connector would have contributed to the observed low voltage events while connected to wall power. The root cause for the reported damage to the bent pin was not conclusively determined through this analysis. Heartmate iii instructions for use and heartmate iii patient handbook explains how to properly interpret and troubleshoot all alarms, including power cable disconnect and low voltage alarms. Heartmate iii instructions for use and heartmate iii patient handbook addresses how to properly connect power sources to the system controller to avoid damage to the connectors. Heartmate iii instructions for use and heartmate iii patient handbook explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
A review of the log file noted 79 pulsatility index (pi) events occurring between (B)(6) 2020 at 11:09 am and (B)(6) 2020 at 11:49 am. Low power advisory events were also noted on (B)(6) 2020 and (B)(6) 2020 on the white power lead while the patient was on battery power. Technical support recommended cleaning the battery and battery clip contacts with an alcohol wipe. If this did not resolve the issue, the components should be exchanged. No other unusual events were noted in the log file. Batch/lot numbers for the batteries and clips in use at the time of the event were unavailable. The low power advisories resolved. The patient experienced power disconnect alarms wile connected to the white lead of the power module patient cable. Upon inspection, a slanted pin was found at the connector end to the power module. The patient cable was exchanged. The patient cable will not be returned. The patient was asymptomatic and stable. The cable was replaced with no further alarm. The patient was asked to return to the hospital if there were any further alarms.